Event description:
It was reported that during an orbital atherectomy treatment procedure, the device became lodged in the vessel requiring surgical intervention. The procedure took place in an outpatient lab. The lesion currently being treated was located at the hunter's canal. During the initial spin at 60k rpm, the device bogged down. The physician pulled the oad back and increased the speed to 90k rpm. The oad was difficult to advance and pulled back, but he was eventually able to advance the device. The viperwire was slightly kinked, so it was again difficult to pull back. The physician was unable to pull the device back past the adductor canal as the device became stuck. Fluoro demonstrated that blood flow had stopped at the level of the adductor canal where the 2.0mm predator crown was located. When the device was eventually pulled back with difficulty towards the 8f sheath, it was confirmed that the flow had stopped at the level of the crown and the vessel appeared to be blocked distally from that level. The device was not able to be removed into the sheath. The vascular surgeon was notified and the pt was transferred from the lab to the hosp. The proximal portion of the device was cut off and the lumen clamped for pt transport to the hosp. Not until the surgeon did a cut-down of the common femoral artery and the device was able to be withdrawn was it discovered that what appeared to be the intimal layer of the vessel from the sfa origin to the level of the adductor canal was adhered to the crown. Later, during the intervention to remove the crown, an injection was done under fluoroscopy which showed good lumen through the entire vessel up to the point of the adductor canal. At that time the surgeon opted to perform a fem-pop bypass surgery rather than continuing endovascular options get through the occlusion. Post-procedure doppler pulses confirmed good distal flow in both pt btk vessels; the pt demonstrated good blood flow with a good outcome. Additional info has been requested regarding this event.

Manufacturer narrative:
The device has not yet been received for analysis. (B)(4).